Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that there was a power on reset (por) error code. The rep reported that the patient met with another rep on (B)(6) 2018 and the patient was told to go home and charge. The rep reported that the patient didn't have any boxes filled in, so the battery didn't charge. The rep reported that they tried reading the battery in the office with the clinician programmer on (B)(6) 2018 and saw ¿batteries depleted replace batteries now and exit application.¿ the rep reported that the patient had 1-2 overdischarges in the past. The rep reported that the patient was unable to stay, so they would go home and recharge and meet with the patient again on (B)(6) 2018 to see what por code it was. The therapy couldn't be turned on with the recharger because a warning por showed as did an informational por. The patient was to continue charging and then meet with the rep to clear the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the por, ins not charging, and lack of coupling bars was that the patient waited too long between charging sessions. The por was cleared with the clinician programmer and the patient recharged the ins. The issue was resolved. No further complications were reported.